Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 through nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4) device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a consistent leak in iab circuit alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Customer denied any presence of blood in the helium tubing, no external kinking, and all connections were secure including the safety disk/drain/fill ports. As the alarm had gone off again, the customer was advised to perform a fill and press start which resolved the alarm. It was noted that the patient is alert and oriented and has been ambulatory. The patient had a large pannus and had been tachycardic. The relationship between intrathoracic pressure and this alarm was reviewed and it was determined that the alarm was likely due to a combination of the aforementioned. The alarm sounded again. The customer performed a fill and pressed start which again resolved the alarm. The customer also lowered the augmentation by two bars. There was no patient harm or adverse event reported.